Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Investigation concluded since 5 years or longer have passed since manufacture of this product, it is presumed that the parts of the circuit board deteriorated over time due to long-term repeated use and the cm board failed. The b40 error is the error that occurs when the software of the cv-190 cannot recognize the cm board. The software could not recognize the cm board due to failure of the cm board. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty cm board (printed circuit board).

Event description:
A user facility reported to olympus that the error b40 was generated. There was no patient injury or harm, associated with the problem, reported to olympus.